Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the catheter is kinked approximately 10.3 cm from the distal tip. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the catheter did not advance properly and a kink was noticed in the distal shaft. Upon evaluation the kink in the distal shaft was confirmed, and no other damage was noted. The kink in the catheter changes the outer diameter therefore making it difficult to advance through another device. Based on the observations made during the investigation and the description of the complaint, the cause of the kink cannot be directly determined. It is possible the device was damaged in the packaging or as a result of improper handling during preparation or insertion into the patient. However, without further details about the procedure and handing, the root cause of the issue cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During the operation a penumbra 054 reperfusion catheter did not advance properly inside the patient. The physician withdrew the catheter and found the distal portion was kinked. The catheter was replaced and the procedure was completed successfully.